Event description:
Information was received indicating that this ambulatory infusion pump exhibited a constant alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of alarming was not verified. Service found no problems with the pump operation. Service replaced the air detector, optic switch, bracket, keypad and overlay. Device was calibrated and software installed. Device passed all funcional and delivery testing. The problem source is unknown.

Event description:
No patient involvement, errors found during pm testing.